Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.

Manufacturer narrative:
Since no serial number was provided for the subject device, no further investigation can be performed. According to the report, the patient does not have a history of reaction to adhesive. Irhythm was unable to follow up with the patient as no contact information was provided; therefore, no additional information is available. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
On october 10, 2024, irhythm became aware of a medwatch report (mw5159433), which stated that a patient exhibited signs of skin irritation allegedly caused by the zio monitor. According to the report, the patient experienced itching and a rash. The device was removed on day 7 and the patient observed a circular ring of 11 fluid filled ¿pimples¿ that discharged blood. The patient reported they were prescribed celexa and vyvanse however these medications are not related to the alleged condition. No further details were provided.